Event description:
Surgeon successfully performed a gasro-j with a cs25mm. Upon firing the cs21 on the rouxeny, the firing sequence grinded to a halt. The staples had not formed and the knife had not cut. The anvil was opened and separated from the dlu. Many of the staples were protuding from their pockets in the dlu, completely unformed. Some of the staples were left in the tissue, also unformed. In addition the knife blade was partially sticking out of the dlu. After the case, the flexshaft and the power console were successfully tested. Another device was used to revise the anastomosis.